Event description:
The ventilator was connected to a patient. The customer reports that the ventilators upper pressure alarm activated and the ventilator delivered high pressure. There was no patient injury.